Event description:
Medtronic received information via literature regarding a male patient with pulmonary atresia-intact ventricular septum who underwent implant of a medtronic melody transcatheter pulmonary valve (tpv) that was implanted within a surgical bioprosthetic conduit. Unique device identifier numbers were not provided. At 25 years of age, the tpv had become stenosed with regurgitation. The tpv was pre-stented in order to place an additional non-medtronic tpv. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: haddad, r. Et al. A new solution for stenting large right ventricular outflow tracts before transcatheter pulmonary valve replacement. Canadian journal of cardiology. 2022. 38(1):31-40 doi:10.1016/j.cjca.2021.08.021. Earliest date of publish used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.